Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's mother to forget dexcom g5 in the bluetooth settings, turn the bluetooth off and on and remove and re-install the g5 application. Patient's mother was also advised to manually pair the transmitter. The issue was not resolved as the patient's mother called back to state that the issue was not resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/01/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.